Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range pacing impedances, measuring greater than 2000 ohms. This lv lead remains in service. No adverse patient effects were reported.